Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that 2 sensors got damaged and could not be inserted because, the needle got stuck in the serter. Customer also stated that the transmitter does not work at first and then when it finally links she would receive a calibration error. Customer stated that the serter does not release the sensor after the second button press. Customer also reported that the doctor just adjusted the basal rates and the morning basal is too high. Blood glucose value was 68 mg/dl; treated with glucose tablets. Nothing further reported.